Event description:
It was reported that prior to a surgical procedure at the user facility that the device was displaying a bias current error that could result in unintended activation or run-on. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.